Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd bactec¿ fx, instrument top, packaged, a false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: we have a bottle that came positive within an hour of being placed on the bactec, but on examination of the slide, no organisms were found.

Manufacturer narrative:
Customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. Bd service communicated with the customer and obtained the logs. Bd service confirmed that the issue is not related to the instrument after the logs are reviewed. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. Review of the log files found no instrument issues. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure. Complaint history for ¿results¿ was reviewed for the month of december 2021. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.0a, 1.1a, 1.2a and 1.6a.

Event description:
It was reported that while testing with the bd bactec¿ fx, instrument top, packaged, a false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: we have a bottle that came positive within an hour of being placed on the bactec, but on examination of the slide, no organisms were found.